Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of an "air in line detected" alarm message. Functional testing duplicated the reported issue. It was found that the air detector was inoperable due to an "air in line detected" alarm message on the display. The investigation determined that a faulty air detector was the cause of the reported issue. The air detector was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: h6: health effects

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has an air in line every time. ?no adverse patient effects were reported by the customer".